Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin breakdown and experienced indentations from laying on the electrodes and cables. The patient also reported an opened sore that was pre-existing due to skin cancer but exacerbated by the lifevest. The sore was reported to be bleeding. The medical outcome is unknown.